Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to charge the ins past 75% for the last 5 months, and that it was taking 2 days to get to 75%. It was noted that the patient does not change any settings, and only turns the ins on/off. The patient does not like adjusting settings on their own. The last time the patient's hcp adjusted their settings they turned it up higher to cover both hips where they have a lot of pain from walking. The patient noted that the therapy really helps and makes a big difference. The patient turns the ins off at night and when driving because the stimulation aggravates them when laying flat and they cant sleep with it on. The patient can live with the pain when therapy is off. It was also noted that they never let the ins go below 25% battery. The patient was redirected to their hcp. No further complications were reported.